Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and surgical procedure repeated ('complications during removal surgery- repeat/multiple surgeries') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery- repeat/multiple surgeries". Medical conditions: on (B)(6) 2016: patient underwent essure confirmation test. Result: bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced surgical procedure repeated (seriousness criterion medically significant), 2 years 2 months after insertion and 1 year 2 months after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain (pelvic)/chronic pain"), abdominal pain ("pain (abdominal)"), back pain ("pain (back)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), bladder disorder ("bladder/urinary problems:bladder problems, urinary problems"), urinary tract disorder ("bladder/urinary problems:bladder problems, urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), discomfort ("discomfort") and infrequent bowel movements ("finally have a bowel movement after 6 days that helped a little"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, surgical procedure repeated, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, discomfort and infrequent bowel movements outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, discomfort, dysmenorrhoea, dyspareunia, infrequent bowel movements, menorrhagia, pelvic pain, surgical procedure repeated, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration and bladder/urinary problem. Concerning the injuries reported in this case, the following ones were reported via social media: infrequent bowel movements and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: social media received. Events- discomfort and finally have a bowel movement after 6 days that helped a little were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery- repeat/multiple surgeries". The patient's medical history included pyelonephritis, flank pain, dysuria, urinary tract infection, shoulder pain, cramp in lower abdomen, heavy periods, urinary frequency, cystitis acute, cone biopsy of cervix and colposcopy. On 05-jan-2016: patient underwent essure confirmation test. Result: bilateral occlusion. Concurrent conditions included hypertension. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced surgical procedure repeated ("complications during removal surgery- repeat/multiple surgeries"), 2 years 2 months after insertion and 1 year 2 months after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain (pelvic)/chronic pain"), abdominal pain ("pain (abdominal)"), back pain ("pain (back)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), bladder disorder ("bladder/urinary problems:bladder problems, urinary problems"), urinary tract disorder ("bladder/urinary problems:bladder problems, urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), discomfort ("discomfort"), infrequent bowel movements ("finally have a bowel movement after 6 days that helped a little"), alopecia ("hair loss"), abdominal distension ("bloating") and mood altered ("crazy n moody") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on 4-oct-2016. At the time of the report, the device dislocation, surgical procedure repeated, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, discomfort, infrequent bowel movements, alopecia, abdominal distension, weight increased and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, bladder disorder, cystitis, device dislocation, discomfort, dysmenorrhoea, dyspareunia, infrequent bowel movements, menorrhagia, mood altered, pelvic pain, surgical procedure repeated, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: occlusion of the fallopian tubes. Ultrasound pelvis - on (B)(6)2016: normal pelvic ultrasound. Concerning the injuries reported in this case, the following ones were reported via social media: infrequent bowel movements and discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: sm received : events added- hair loss, bloating, weight gain, moody , reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and surgical procedure repeated ('complications during removal surgery- repeat/multiple surgeries') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications during removal surgery- repeat/multiple surgeries". Medical conditions: on (B)(6) 2016: patient underwent essure confirmation test. Result: bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced surgical procedure repeated (seriousness criterion medically significant), 2 years 2 months after insertion and 1 year 2 months after removal of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain (pelvic)/chronic pain"), abdominal pain ("pain (abdominal)"), back pain ("pain (back)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infections"), bladder disorder ("bladder/urinary problems: bladder problems, urinary problems"), urinary tract disorder ("bladder/urinary problems:bladder problems, urinary problems"), cystitis ("bladder infections") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, surgical procedure repeated, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, vaginal infection, bladder disorder, urinary tract disorder, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, surgical procedure repeated, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration and bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: plaintiff fact sheet received. Event "injury" replaced with event "pain (pelvic)", events-" pain (abdominal, back), dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder problems, urinary problems, bladder infections, uti, vaginal infections, vaginal discharge, migration, complications during removal surgery- repeat/multiple surgeries. Lab data, reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.